Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that a control solution test had failed on her onetouch ultramini meter. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on (B)(4) 2012. The patient stated that she performed a control solution test with the subject meter on the morning she contacted lfs and obtained a result of ''129 mg/dl,'' which she thought was too high, compared to blood glucose results that she normally obtains. The patient informed the mss that she had acquired the subject meter the day previous and had not tried to set it up until 30 minutes prior to contacting lfs. The patient claimed that she did not eat breakfast on the morning of the alleged issue because she is currently performing fasting blood glucose tests each morning and she believed that the subject meter was testing inaccurately, due to the supposed control solution test failure. The patient stated that while she was talking to the customer care advocate (cca) she became ''shaky, agitated and hungry.'' The patient mentioned that while she was put on hold during her call to lfs a few minutes after the symptoms started was able to consume food. The patient reportedly felt better within 15-30 minutes of eating. The patient said that she was able to test her blood glucose and obtain a result in her normal range of 80-120 mg/dl two hours after speaking with the cca and onset of symptoms. The patient reported managing her diabetes with 500 mg of janumet (twice a day) and 17 units of lantus insulin (once a day). At the time of troubleshooting, the cca confirmed that the patient was using the correct control solution and that the subject meter was set to the correct unit of measurement. The alleged issue was resolved with training. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury after delaying her meal consumption as a result of the alleged control test failure. In addition, the patient had to self treat with food for the reported symptoms to abate.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.